Event description:
In 2005, the reporter (the pt's relative) contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. Two days later, lifescan contacted the relative by phone to obtain/verify the following info: the relative said that they tested the pt with the reported meter four days ago at 11:30 pm and obtained a result of 5.3 mmol/l while the pt had no symptoms of low or high blood glucose level. Per the pt's usual regimen, the relative gave the pt 2 units of "n" insulin and the pt ate yogurt and milk before bed. The next day "around 6:00am" the pt started making "funny noises", waking the relative. The pt was having a convulsion; the relative immediately gave them honey and glucagon; they did not test the pt at that time. A few minutes later, the relatives tested the pt; the result was 5.6 mmol/l while the pt remained unconscious. The relative took the pt to the hosp at 6:15 am arriving the hosp "approx 10 to 15 minutes later". The pt was treated with an IV and they regained consciousness. An eeg was also performed. A result of 7.0 mmol/ol was obtained at the hosp; the relative said they couldn't remember what time the result was obtained. The pt was transported to the "pediatric level" at 8:00 am and was released to home a few hrs later. On the night the same day, the relative tested the pt with the reported meter and obtained a result of 14.2 mmol/l. Within 10 minutes relatives tested the pt with 2 other one touch ultra meters and obtained results of 11.2 and 11.9 mmol/l. Based on statistical methodology, the calculated difference between 14.2 and 11.2 mmol/l is 26.79% and the difference between 14.2 and 11.9 mmol/l is 19.33% mmol/l. This comparison of the readings on different meters indicates a possible inaccuracy not reasonably suggesting a malfunction. The customer care rep walked the relative through performing a control solution test; the result fell within specifications. The meter was replaced.